Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported during a transforaminal lumbar interbody fusion (tlif) procedure at l3 - s1, while performing the final tightening of the matrix caps, the distal tip of the t25 driver broke off. The fragment was easily retrieved and then discarded. The surgery was completed successfully with no delay and no harm to the patient. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device investigation summary ¿the returned instrument was examined and the complaint condition was able to be confirmed as the driver tip was found to have an oblique break; the fragment (approximately 6mm x 4mm) was not returned. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. The straight tip t25 driver is one of four t25 driver shafts intended to be utilized in final locking cap tightening for the matrix system. Proper technique includes the use of a 10nm torque limiting ratchet handle and a countertorque. A caution is noted to never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient. The returned instrument was examined and the compliant condition was able to be confirmed as the driver tip was found to have an oblique break; the fragment (approximately 6mm x 4mm) was not returned. A definitive root cause was unable to be determined however the complaint condition is consistent with the application of excessive force. Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.